Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the tubes didn't have labels on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies: k230855. E1: initial reporter facility name: (B)(6). Investigation summary: bd had not received any samples for investigation. Additionally, a visual inspection for missing label was conducted on 30 retained samples, and all of them passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.